Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2009. It was reported that the pt experienced spasms throughout his (B)(6) after a confrontation with his brother on (B)(6) 2011. The spasms went away after 5 minutes. The pt wants to know of the scs system caused the spasms. The sjm rep instructed the pt to see his doctor to have the system checked. Attempts to gather add'l info have been unsuccessful. No further info is available at this time.